Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. The analysis of the provided iegm episodes revealed atrial sensing in the ventricular channel and low far-field sensing, which resulted from the observed left ventricular lead dislodgement. The rv sensibility was found varying between 3 mv and 6.2 mv during the recorded period from 12th july 2021 and 08th march 2022. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 36 months it was reported that the lead dislodged. The lead will be revised.